Event description:
Patient admitted (B)(6) 2016 for neurological symptoms, right arm weakness, l visual changes, speech changes. On (B)(6) 2016 - pump exchange for suspected pump thrombus. Left ventricular device exchanged assist. Pump components sent to manufacturer for analysis 09/13/2016.